Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular anastomosis on liver transplantation, the thread was ruptured from the needle. The operation was completed by replacing the suture. There was no patient injury.